Manufacturer narrative:
It was reported to abbott, a patient was experiencing swelling and pain at the lead insertion site for a drg implant. The patient was referred to emergency clinic line or ER for treatment. They were treated with antibiotic prophylactically. No infection was observed by the doctor, just inflammation and expected fluid. The lead was replaced as it had migrated. In an update, it was reported lead migration caused the pain and swelling. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was admitted to the hospital for swelling and pain at the lead site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead site was washed out and no infection observed by the physician, just inflammation and expected fluid. The patient was given oral antibiotics to address the issue.